Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a bolus delivery for food consumed. The customer reported a blood glucose level of 72 (mg/dl). A glucose tablet was used to address bg level.